Manufacturer narrative:
Patient information is unknown. Device remained implanted in patient. Complainant part is not expected to be returned for manufacturer review/investigation. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported devices were used in surgery for distal humeral supracondylar fracture on (B)(6) 2017. After 32mm va (variable angle) lock screw was inserted, the surgeon decided to exchange it for a longer screw, namely 36mm va lock screw. The surgeon inserted the 36mm screw. However, it failed to lock. The 36mm screw could not be removed by the surgeon. The surgeon decided to leave the 36mm screw in the patient and completed the surgery with a 10-minute delay. There was no adverse consequence to the patient. This complaint involves two (2) device. This report is for a screw. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hrs. DHR review was completed. Part number: 04.211.036s. Synthes lot number: l512200. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 31.jul.2017 expiry date: 01.jul.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.036 / h372918 was manufactured in us. Manufacturing location: (B)(4). Manufacturing date: 27-may-2017. Part #: 04.211.036, lot#: h372918 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 36mm. Quantity (B)(4). Components: 04.211.036.999 - 2.8mm ti screw blank 36mm, lot h270774 reviewed. Lot was release to bp55 on 05-jan-2017. Inspection sheet for in-process dimensional meet specification. Inspection sheet - mill shaft threads, turn/thread head, flute final inspection sheet meet acceptance criteria of inspection sheet acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.